Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by : the endoscope, the camera head or the monitor cable was not properly connected. The electrical contacts on the video connector were contaminated with foreign material (chemical residue, water stain, oils, dust, gauze bubbles, etc.). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device, no endoscopic image was displayed. There was no report of patient injury associated with this event.